Event description:
Boston scientific received information that this right atrial lead had dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Induced damage was noted on the lead body due to the explant procedure, and dried blood was noted in the lumen of the lead. The helix itself would not extend or retract, which was most likely due to the dried blood around the helix mechanism. Resistance tests were completed to assess lead electrical performance, and measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement and detailed analysis revealed that, electronically, the lead was found to be within specification.